Event description:
While prepping for spine case staff tested neptune unit, due to previous error messages on these units, and received an "prefill error" reading. Troubleshooting attempted in turning on and off, not change. A different neptune was obtained and used during case without incident. Back-up unit in room due to previous issues with neptune.